Event description:
Malfunction during backpriming reported. According to the customer contact "the nurse was hanging a dopamine infusion and trying to back prime into the secondary tubing. The backpriming function malfunctioned and led to a rapid infusing of dopamine into the pt that caused the pt heart rate and blood pressure to increase. The nurse immediately stopped the infusion and provided interventions to return the pt's vital signs back to within normal limits. The nurse reported that the hold-reset knob did not click into place with a solid feeling during the backprime attempt." Further event and reported intervention detail has been requested. According to the customer contact, the pump was not removed from clinical service and the serial number was not recorded at the time of the event.